Event description:
Pt presented in clinic with severe progressive left arm pain, extending to shoulder. No blood return was able to be obtained in any of 3 ports of hickman catheter. Temp 100.3 orally. Hickman inserted at hosp. Pt/spouse instructed on daily care needed for hickman ie heparin flushes and supplies dispensed regularly, however compliance is questionable. IV antibiotics began and ended 12 days later.